Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance values that were less than 200 ohms. Technical services (ts) reviewed remote monitoring data and found that the rv thresholds had increased to 1.7v from 1.1v and the sensing had decreased to 8mv from 16mv. No noise was reproduced after isometrics testing in clinic. It was noted that the patient underwent an unrelated cardiac procedure a few months prior which was when the impedance values started dropping. Lead replacement was recommended. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, the aforementioned observations have persisted. An x-ray was done but the results were inconclusive. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance values that were less than 200 ohms. Technical services (ts) reviewed remote monitoring data and found that the rv thresholds had increased to 1.7v from 1.1v and the sensing had decreased to 8mv from 16mv. No noise was reproduced after isometrics testing in clinic. It was noted that the patient underwent an unrelated cardiac procedure a few months prior which was when the impedance values started dropping. Lead replacement was recommended. No adverse patient effects were reported. Currently, this lead remains in service.